Event description:
In review of publish literature, these findings were noted. Melissa e hogg, md, mark d morasch, md, taeyung park, phd, walker d flannery, bs, michael s makaroun, md, and jae-sung cho, md, "long-term sac behavior after endovascular abdominal sac aneurysm repair with the excluder low-permeability endoprosthesis (elpe)" copyright 2011 by the society for vascular surgery. Between (B)(6) 2004 and (B)(6) 2007, 301 pts underwent endovascular aneurysm repair of an abdominal aortic aneurysm (aaa) with the gore excluder aaa endoprostheses at two institutions. The article describes that there was serious injury to seven pts. Two pts had early limb complications, one associated with thrombosis of the common femoral artery requiring open repair, and the other was repaired with an iliac stent. Four add'l pts had late limb complications requiring subsequent stent placement. One pt with a very short neck of approx 8 mm was lost to f/u after one month. He presented with a right limb occlusion and distal migration of the endograft into the sac 3 years later. He underwent an uneventful open surgical reconstruction.

Manufacturer narrative:
No further info regarding pts, devices or procedures is available.